Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. The reported brand name is the default for when tampon brand was not given. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported she experienced abdominal and back pain, nausea, fever, and abnormal discharge. She went to the ER and was diagnosed with a kidney and urinary tract infection. She was prescribed keflex. Her symptoms did not improve so she followed up with her urologist and during ultrasound a piece of tampon was found inside her. She was prescribed cipro and directed to take motrin or tylenol. Her urologist also told her she had started to experience tss. The tampon piece came out on its own the next day. Once tampon piece was out, her symptoms resolved.